Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ratchet screwdriver broke. There was no surgical delay. There was no patient consequence.

Event description:
Additional information received states that the instrument did not broke into 2 or more pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the ratchet screwdriver broke. Unknown surgical delay. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the ratchet control cap has come apart from its original position, the subcomponent is still attached to the quickset ratchet scdr hdl. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces consistent with the user applying excessive leverage/torque in a side-to-side or circular pattern. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (bs0600) provided is not a valid finished goods lot#.